Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-00576. It was reported the pt's scs system was explanted on an unspecified date in 2008. Since that time, the pt reports persistent pain at the original implant site. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.